Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line with the assistance of her rn. Hp noted shoulder pain due to excess air. Per rn, there was no patient injury or medical intervention as a result of incident.